Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post laparoscopic sleeve gastrectomy, the patient had bleeding one week later and then two weeks later had a leak mid sleeve. To resolve the issue, the patient was brought back to the operating room and the surgeon needed to placed drain and stent.